Event description:
According to additional available information, the implant was removed and replaced on (B)(6) 2024 due to the implant not inflating and a tubing fracture.

Manufacturer narrative:
Correction: h6 health effect- impact code f26 was removed and replaced with f1905. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, a follow up report will be submitted. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, the patient reportedly needs an ipp revision due to leaking cylinders and has an appointment at the end of august.